Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced board was returned to livanova (B)(4) for detailed investigation. During evaluation, the issue was confirmed and the root cause was determined to be a faulty dc / dc -converter.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative learned that the user performed hand cranking at the time of the event until another pump could be assigned to the arterial position. The perfusionist reported that the case was finished with no harm to the patient. The service representative inspected the pump and confirmed the reported issue. No signs of power were going to the pump. A new hkr board was installed to resolve the issue. A serial readout was performed and the pump was reassembled and installed back into the s5 system. The software was upgraded and preventative maintenance and a functional check were performed without further issue. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury.